Event description:
The generator was returned to the manufacturer on (B)(6) 2012 and pa has since been complete. The reported failure to program allegations were duplicated in the pa laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received indicating that the patient had surgery on (B)(6) 2012, to replace the generator. The implant card received following the replacement procedure indicated that the generator was replaced due to battery depletion with lead impedance marked as ok. Attempts for product return have been unsuccessful to date.

Event description:
It was reported by the patient's physician, that he had been experiencing a recent increase in seizures, and that his magnet was not aborting the seizures. The physician indicated that the patient was experiencing a lot of generalized tonic-clonic seizures. The physician also noted that he could not interrogate the patient's generator during a recent follow up appointment. It is unclear at this time if the physician suspects end of service. A battery life calculation was performed using available patient programming history. The results indicated that the generator may be at or nearing end of service. The patient has since been referred for a generator replacement. Revision is likely but has not occurred to date. Attempts for additional information regarding the increase in seizures and failure to program have been unsuccessful to date.